Event description:
Pump encountered a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided customer through inspecting and cleaning the pump components, leading to successful installation of a new cartridge, allowing customer to resume insulin therapy.